Event description:
Patient was revised to address knee pain. Loosening was initially suspected, but intraoperatively no loosening was found.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Review of supplied medical records did not identify root cause of the reported pain or reveal evidence indicating product error was a contributing factor. The investigation could not draw any conclusions about the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.